Event description:
The manufacturer received information alleging the display was blank on the device. There was no patient impact. There was no harm or injury reported. A philips remote service engineer (rse) assisted the operator for this issue. The philips rse had the customer restart the device. After restarting the device, the display was working on the device.